Event description:
It was reported that this pacemaker recorded out of range atrial signal amplitude measurements resulting in an alert in the remote home monitoring system. No atrial undersensing was noted as a result. Review of a stored right atrial automatic threshold (raat) test electrogram (egm) noted that the device exhibited farfield r-wave oversensing on the atrial channel. Further review was recommended. No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.